Event description:
It was reported that during a vats lobectomy procedure, the device was closed and then fired to remove the specimen. After firing, the jaws would not open. Another gun had to be then fired superiorly to remove specimen and gun as one unit, and the jaws then had to be forced open at the jaw end to remove the specimen. They tried the levers and the button but neither worked. There were no adverse consequences for the patient.

Manufacturer narrative:
Damaged firing mechanism. Evaluation summary: the analysis showed that the device was received in good visual condition and with a reload in the device. The reload was received fully loaded with staples. The returned device opened and closed without any difficulties. However, it was found to be non-functional as the firing mechanism was damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were broken. No functional test could be performed due to the condition of the device. However, the returned reload was loaded into a test device and it fired, cut and formed all the staples as intended. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications. In addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.